Manufacturer narrative:
According to m.d. The surgeon for the case, "the procedure was complicated by early failure of the inferior aspect of the instrumentation construct... The construct that disengaged the lumber spine with failure of the cross connector. There was no appreciable breakage of the implants; however, the rods migrated posteriorly and the hooks and transverse connector were migrating out into the flank soft tissues. The rods cantilevered posteriorly into the posterior musculature causing severe pain in this patient. There were some issues as to whether there was a possible early infection that might have accounted for the failure... She did have a psuedoarthosis at the time of the hardware removal, but this was not addressed with a reinstrumentation process. She had a solid fusion through the proximal two thirds of the intended instrumentation and fusion site. The proximal construct was well encased in the fusion mass and was left alone. The rods that were protruding out of the fusion mass at the thoracolumbar junction extending into the posterior musculature were cut off and removed." Further according to the surgeon the reason for the construct migration is unk. However, the patient is currently reported to be doing well.